Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the 85% stenosed, moderately calcified and mildly tortuous distal right coronary artery (rca). The lesion was predilated with a 2.5x15mm non bsc balloon followed by a 3.5x10mm non bsc balloon. A 3.5x38mm ion stent was successfully deployed in the distal rca, a second 3.5x38mm ion stent was deployed in the mid rca and a third 3.50x28mm ion stent was deployed in the ostium of the rca. When the physician attempted to withdraw the stent delivery system (sds), the unknown guide catheter deep seated into the ostium of the rca, causing stent deformation of the 3.50x28mm ion stent. The physician attempted to rewire the lesion and post dilate the stent to create a channel for blood flow; however, no reflow remained. The patient was transferred to another hospital where the stent was successfully crushed on the side of the artery wall. The procedure was completed with no additional patient complications reported. The patient was discharged from the hospital in stable condition.